Event description:
Site staff member reported the computer mouse on the telstar x-ray unit froze four times, not allowing system use. The system was rebooted after each incident. Digital series was repeated. Images from previous neuroangiographic digital series procedures were seen mixed in with the neuroangiographic digital series currently being performed. The procedure was completed without incident.